Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 9/5/2017 stating that atrial lead showing lead safety switch and impedance over 2000 ohms. Technical services discussed and seen theses safety switches and typically present to this. It also appears due to spring contacts. Technical services recommend not doing the change-out but observing with change to unipolar pacing. Lead safety switch would require bipolar on both , so would no longer be applicable. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).